Manufacturer narrative:
(B)(4). Reported event of failure to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used within the same patient. Refer to manufacturer report # 3005099803-2016-03239 and 3005099803-2016-03240 for the associated device information. It was reported to boston scientific corporation that three captivator small oval snares were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut the polyp and failed to generate current. A second and a third captivator small oval snares were used without cautery and encountered the same issue failing to cut. A bleeding tissue laceration occurred and was resolved by placing a clip. The procedure was completed with another captivator small oval snare. The patient's condition at the conclusion of the procedure was reported to be stable.